Event description:
On (B)(6) 2012. The pt reported that her infusion device does not display an error message when there is an occlusion. She stated that this issue has been going on for six months. During trouble shooting the pt's blood glucose level was 452 mg/dl. She bolused 2.0 units of insulin to bring the level down. An hour later her blood glucose level was still elevated. She removed the infusion site and noticed that the cannula was bent. The pt's normal blood glucose range is 120-150 mg/dl. She corrected her elevated blood glucose level via injection of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for eval.